Manufacturer narrative:
Product analysis (B)(4):analysis information -- (B)(4) 2018 13:17:24 cst pli# 10 product ID# (B)(4)) below is unedited, system generated text based on the analysis finding code(s) and test results.:analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to e ngage with the connector block. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable.

Event description:
Additional information was received. No new information

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted with a neurostimulator. It was reported that the battery was not functioning and the lead was tested and they were getting an impedance issue, although the patient was feeling stimulation. The rep stated that they ended up replacing the battery and it tested ok. Additional information was received. It was reported that it was a new implant and it was causing impedances. There were no further symptoms or complications reported or anticipated.